Event description:
The surgeon was performing a shoulder replacement. He was unable to lock two components together as per routine. The glenosphere and the glenoid base are connected via a morse taper lock. This locking mechanism was faulty.